Event description:
The pre-loaded dxr00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of post-operative refraction and the explanted iol was replaced with a drn00v 21.5 diopter lens. Patient outcome post lens exchange is unknown. The suspect iol was not saved. No further information is available.

Manufacturer narrative:
Additional information: section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6)2024 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.